Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record received. After review of medical records for the MDR reportability, patient was revised to address painful right total hip replacement and to rule out aseptic loosening. Operative findings reported that the there was consistent aseptic loosening of the femoral component, previous ceramic ball was removed without significant difficulty also with the prosthesis along with the sleeve. It was also stated that patient has a history of instability. Doi: (B)(6) 2004; dor: (B)(6) 2005; right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.